Event description:
It was report that a patient presented with grade 4+ functional mitral regurgitation, dilated ventricle, and leaflet tethering for a mitraclip procedure. Everything was normal and all steps were performed per instructions for use (IFU). The first ntw clip did not open during prep. A good grasp was achieved, and the deployment sequence was started. The ntw opened during establish final arm angle (efaa), before lock line removal. The clip was fully closed at ~10 degrees and continuously opened to ~180 degrees from a neutral 'arm positioner' knob position. Troubleshooting was performed, such as: relock and open the clip, relocking, close back down, but the clip kept opening. It was decided to release the grasp, invert, and remove the clip. A replacement completed the procedure successfully. Two clips were implanted and the mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.